Event description:
The patient came in 6 months after the primary due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 november 2021: lot 186063: (B)(4) items manufactured and released on 10-12-2018. Expiration date: 2023-11-29. No anomalies were found related to the problem. To date, all items of the same lot have been sold without similar reported event. Additional devices involved. Batch review performed on 23 november 2021: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot 2005689: (B)(4) items manufactured and released on 28-09-2020. Expiration date: 2025-09-17. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Gmk-sphere 02.12.0023r femoral component sphere cemented size 3+ r (k140826) lot 2012039: (B)(4) items manufactured and released on 26-01-2021. Expiration date: 2026-01-14. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event.